Manufacturer narrative:
(B)(4). The device has been returned to the manufacturer for analysis which is not complete as of the date of this report. A f/u report will be sent when the analysis is complete.

Event description:
It was reported that during implant of the lead in the stomach, the physician attempted to position the lead using laparoscopy; however, laparoscopy did not work well due to obesity so the physician had to interrupt the procedure (the procedure was not interrupted because of the lead). The lead was explanted and not replaced. The physician noted blood inside the explanted lead and questioned the lead functionality. The lead was returned to the manufacturer for analysis. No further action was taken. The pt was "ok." Additional information has been requested; a f/u report will be submitted if additional information becomes available.